Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display screen was dim/faded/discolored and this had occurred gradually over time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.